Event description:
While performing a pacemaker generator change-out procedure, the surgeon noticed that a pacemaker lead had been damaged. He was unsure how the damage occurred but, he did not feel that the device had caused the damage. The lead was repaired with a silicone repair kit and the case was completed without further incident. No patient impact or injury.

Manufacturer narrative:
Product event # (B)(4). Evaluation, method, result, conclusion: device discarded by facility; therefore, analysis unable to be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.